Manufacturer narrative:
Initial reporter zip: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® c&s boric acid kit sodium borate/formate plus urine tube was difficult to operate and fill the tubes. No serious injury or medical intervention.